Event description:
Pt was having a d&c procedure. With rotation of the suction curette, the catheter tip broke off inside pt. Causing uterine perforation. Pt. Not require follow up procedure to repair. There is no injury or adverse effect to the pt.